Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6f/7f mynx control vascular closure device (vcd), the sealant came out together. Manual compression was performed for 20 minutes and recovered. There were no reported injuries to the patient. The device was used in a percutaneous coronary interventional (pci) procedure and was prepared and used per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx vcd. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the 30~45 degrees insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using mynx control vcd. A 6f non-cordis introducer sheath was used. There was no damage noted to button 1, and the device storage temperature did not exceed 25 °c. The patient was thin with shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The tension indicator was aligned with the markers on the handle halves before attempting to deploy, and a clock symbol was displayed after button #1 depression. There were no kinks in the sheath or device after removal, and no damages were noted to the sealant sleeves after removal. The device will be returned for evaluation.